Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer didn't realize the pump had shutdown due to natural battery depletion until the following day. The customer's blood glucose (bg) level was greater than 600 mg/dl with high ketones. The customer went to the emergency room (ER) on 6/1. Reportedly the customer was discharged from the ER but then went back to the ER and subsequently hospitalized on (B)(6) 2024. The customer was treated with intravenous fluids of saline and insulin which resolved the issue. At the time of the report the customer was still hospitalized. No additional information was available.